Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. During transport of the patient to the intensive care unit (ICU), aorta alarms were observed. An echocardiogram (echo) was performed, and it was identified that the impella device had pulled out of the ventricle. The device was successfully repositioned utilizing echo.

Manufacturer narrative:
D6: explant date unknown this complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.